Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular repair of a ruptured thoracoabdominal aortic aneurysm with the sandwich technique: a case report marchal j, verheist r, astarci p, elens m vascular and endovascular surgery 2021, vol. 55(1) 86-90 doi: 10.1177/1538574420953948. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented with a contained ruptured thoracoabdominal aortic aneurysm (taaa) ( 7,8 x 7,6 x 14,2 cm) with an occluded celiac trunk and left renal artery due to previous nephrectomy. Emergent endovascular repair was performed utilizing a sandwich double chimney technique. A proximal straight aortic endograft (valiant 38x100 mm) was first deployed just above the superior mesenteric artery to cover the thoracic portion of the aneurysm. Occluded). The catheterization of the target vessels (superior mesenteric and right renal arteries) from the axillar access was then performed, followed by a second distal straight aortic valiant 38x150 mm deployment. Between these 2 valiant stent grafts, 2 chimneys from the aorta to each target vessels were performed using 4 non mdt balloon expandable stents and 1 self expandable non mdt stent. The completion angiography at the end of the procedure showed complete exclusion of the taaa, no residual endoleaks, a good patency of the sma and right renal artery, as well as a retrograde perfused celiac trunk by collateral arteries. The postoperative course was complicated at day 10 by an acute renal failure (plasma creatinine: 7 mg/dl) with oliguria. A cta revealed a complete occlusion of the non mdt bridging renal artery stent to the right renal artery with a persistent perfused right kidney by a right superior polar artery. No adequate kidney revascularization could be obtained, leading to permanent hemodialysis. A 3 month follow-up revealed stable aneurysm dimensions but a type 1b endoleak was identified. It was reported the cause of the renal stent occlusion is unknown. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.